Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are rupture: not observed. Crease/folding of implant: crease fold observed on the device. As per the investigation procedure, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "any creases" and "hole, non-specific." Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional later reported "any creases" and "hole, non-specific." Device has been explanted and replaced with a non-abbvie device.